Manufacturer narrative:
An event regarding a dislocation between the adm and mdm liner involving a tritanium revision acetabular was reported. The reported event is for a dislocation between the adm and mdm liner. There are no allegations against the device reported in this investigation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient dislocated a hip prosthesis an required a revision surgery. This pi references the 2nd revision surgery for dislocation.

Event description:
Patient dislocated a hip prosthesis an required a revision surgery. This pi references the 2nd revision surgery for dislocation.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.